Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported connector anomaly was confirmed in the laboratory and was due to septum material inside the rv df1 set screw hex cavity that prevented full insertion of the torque driver.

Event description:
It was reported that when the device was being changed out due to eri, a setscrew anomaly was observed on the df-1 channel. The setscrew could not be loosened, making it impossible to disconnect the lead from the device. The lead had to be cut and was replaced.